Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench, and no anomaly was found. The cause of the power on reset could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the routine follow up, the device found to be in back up vvi mode. Device was explanted and replaced. Patient condition was well after the event.